Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in hospital. Their right ventricular (rv) lead was found to have high capture threshold and increasing pacing impedance. Therefore, the physician elected to cap and replace the rv lead on (B)(6) 2021. The patient was in stable condition before, during, and after the procedure.